Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had experienced fluctuating high and low blood glucose (bg) levels of over 240 and below 70 (mg/dl). The customer was uncertain of the suspected cause. Reportedly, the customer consumed glucose tablets and administered a correction bolus to stabilize bg levels. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.